Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Additionally it was reported that the change cartridge alert did not annunciate as expected. There was no reported adverse impact to the customer's blood glucose level.